Event description:
I have been using the fasciablaster and getting nauseated from it. Then one night after using it, I lay down in bed and woke up with severe reflux, gerd, not being able to swallow my food, horrible chest pains that has not gone away still to this day. Going to have gi doctor do a scope on me. Told him about the fasciablaster and he said the fasciablaster may have moved something in my stomach.